Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were snapped off, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged electrode belt.